Manufacturer narrative:
It was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on (B)(4) 2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative reported that the site was completing their instatrak studies that contained all of their old scans. They pulled the ge system out of service and any scans from here forward will be done using medtronic protocol. There have been no further issues reported.

Manufacturer narrative:
Correction: the reported event date and aware date listed on the initial 3500a should have been (B)(6) 2015.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the surgeon alleged the navigation system was inaccurate by 4 millimeters laterally to the left. The medtronic representative reported the patent exam contained a head frame that covered the patient's nose and mouth. The surgeon completed the procedure with the use of the navigation system and compensating for the inaccuracy. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and found the patient was wearing a mask in the exam images which is not to protocol. Software is functioning as designed.per instructions for use regarding imaging protocols, "note: ensure that the tip of the patient's nose is included in the scan and that it is the most anterior point on the scan."on (B)(6)-2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the issue.